Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implant. It was noted during the procedure that when the atrial lead's helix was deployed, the physician felt torque and the lead would dislodge from the right atrial appendage. This occurred three times. The lead was replaced with another without difficulty. There were no complications. The patient was stable.

Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.